Manufacturer narrative:
Four samples of 5 ml ll syringes were received by bd. A quality engineer was able to examine the samples from batch 0129260 regarding item 309646. The samples were received loose and fully disassembled, but the open packages were also received. Multiple white fibers were observed on the stopper. The condition observed is non-conforming per product specification. An ftir test was performed on the foreign matter at the vernon hills facility, but the results were inconclusive. The potential root cause for the foreign matter in the fluid path is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 0129260 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok contained foreign matter. The following information was provided by the initial reporter: "we are investigating to determine the source of a white, foreign particle in our final t-cell product. As a part of investigation, we need some information for 5 ml syringe, luer lock/ 3 ml syringe, luer lock with catalog#309646, # 302832 and manufacturing lot# 0129260, # 2278459." Comments on 06/02/2024. 1. Could you please provide a further description of the issue? Upon visual inspection of our final t-cell products, a foreign white body was discovered. 2. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No. 3. What was the impact to the patient? N/a. 4. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? Please see attachment; at this time, none of the t-cell product itself can be provided. Product # 309646 batch 0129260 can be sent back for further evaluation; there are no more remaining units of product # 302832 batch # 2278459. 5. Was the sample(s) contaminated? Yes. 6. Can you please provide a exact date of event? 12/20/2023.